Event description:
A patient sample was tested for brain natriuretic peptide (bnp) on an advia centaur instrument. Easylink transmitted the aspect value to the laboratory information system (lis) rather than the dose value, which should have been transmitted. The aspect value was reported to the physician(s), who questioned the result. The customer stated that treatment was delayed due to the aspect value being reported to the physician(s) instead of the dose value. It is unknown if there were any adverse health consequences due to the easylink informatics system transmitting the aspect value to the lis instead of the dose value.

Manufacturer narrative:
An urgent medical device correction (umdc) entitled "easylink informatics system: limitations and software anomalies" was sent to us customers in july 2013 to notify customers that under certain conditions the system may not perform as intended, causing the release of results to the laboratory information system (lis) that should be held for manual review due to auto-verification rules or the delay/omission of result transmission to the lis. The umdc requires customers to have a service pack update to easylink 5.0 service pack 5.1.1.